Event description:
Related manufacturer reference number:3006705815-2022-00570. It was reported that following trial lead placement, the patient became paraplegic. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the leads were removed to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the patient's condition is improving with physical therapy and they are able to stand and walk.